Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, nine years six months of post-deployment, computed tomography of the abdomen was revealed the filter tines perforated through the inferior vena cava wall into the retroperitoneal fat. The patient reportedly experienced upper abdominal pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years six months post filter deployment, a computed tomography scan showed that the filter perforated the wall of the inferior vena cava extending into retroperitoneal fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced severe pain in lower abdomen; however, the current status of the patient is unknown.